Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. Device was tested after cleaning keypad traces. Device was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump was received with cracked case at display window corners and display window and minor scratched lcd window.

Event description:
The customer reported via phone call that she has been hospitalized on (B)(6) 2015 with high blood glucose of 800 mg/dl. The customer experienced vomiting, diarrhea and cramping. She was treated with insulin. The customer stated that her blood glucose was 500 mg/dl the night before and could not get it to go down with the insulin pump. Customer also reported she had been hospitalized with high blood glucose on (B)(6) 2015. Customer stated that the insulin pump not delivering insulin and had absence of no delivery alarm. The customer stated that the insulin pump alarmed button error. Blood glucose value was 244 mg/dl. The device was taken off during the latest hospitalization and put in a bag. When they gave it back to her, she noticed the bag had some moisture. The insulin pump was replaced and returned for analysis.